Event description:
The initial reporter stated they received discrepant results for two patient samples tested on two cobas b 221 <6> systems. Results for the following parameters are affected: na+, k+, ca2+, hct, and thb the first patient sample resulted in the following initial values on (B)(6) 2026 when tested on cobas b 221 serial number (B)(6) k+ = 7.44 mmol/l with a data flag hct = 32.5 % thb = 9.50 g/dl. The first patient sample resulted in the following repeat values on (B)(6) 2026 when tested on cobas b 221 serial number (B)(6): k+ = 3.45 mmol/l with a data flag hct = 45.6 % thb = 17.59 g/dl. The second patient sample resulted in the following initial values on (B)(6) 2026 when tested on cobas b 221 serial number (B)(6): na+ = 135.5 mmol/l with a data flag k+ = 9.15 mmol/l with a data flag ca2+ = 0.994 mmol/l with a data flag. The second patient sample resulted in the following repeat values on (B)(6) 2026 when tested on cobas b 221 serial number (B)(6): na+ = 140.7 mmol/l k+ = 3.91 mmol/l ca2+ = 1.228 mmol/l with a data flag. The customer stated that the lower na+, k+, and ca2+ measurements were considered correct based on the clinical history of the patients.

Manufacturer narrative:
On cobas b 221 serial number (B)(6), the following electrode lot numbers were provided: na+ = 228356 53647, k+ = 251003 53648, ca2+ = 207467 53847. On cobas b 221 serial number (B)(6), the following electrode lot numbers were provided: na+ = 228224 53647, k+ = 251053 53647, ca2+ = 207600 53847. The electrode expiration dates were requested, but not provided. The investigation is ongoing. Medwatch field d2b procode: product code cem applies to the k+ electrode. Other product codes associated with the cobas b 221 <6> system are cem, cds, cga, ggf, ggz, ghs, gkr, jfp, jgs, khg, chl, and khp.